Manufacturer narrative:
On july 22, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the smooth hpg, 400cc breast implant was found to be ruptured, it was received in three pieces. Additionally, a crease/fold was found at the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 28, 2021, mentor became aware that it was erroneously indicated in the initial report sent on june 22, 2021, that the date of implantation was (B)(6) 2013, which is incorrect, since this date is prior to the manufacturing date of the suspect medical device. An estimated date of implantation has been populated. On june 29, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On july 2, 2021, mentor received additional information indicating that the patient was also diagnosed with bilateral breast implant ruptures, bilateral breast capsular contractures, and ptosis. In addition, during the revision surgery on (B)(6) 2021, the patient also underwent bilateral total capsulectomy, mastopexy and bilateral removal and replacement with the following devices: (left) 300cc mentor memorygel breast implant catalog: 3503004bc lot: 7426414 sn: (B)(6) and (right) 300cc mentor memorygel breast implant catalog: 3503004bc lot: 9547136 sn: (B)(6). On july 6, 2021, mentor received additional information indicating that the capsular contractures were baker grade ii-iii bilaterally. The right breast implant was also discarded. Reason for device explant and/or reoperation: material rupture, capsular contracture, ptosis. Manufacturer¿s reference number: (B)(4). Complications on the right breast/implant has been reported under mrn: 1645337-2021-07912 this medwatch form is for the left breast prosthesis. Date of implantation: april 3, 2013

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone primary breast augmentation with two 400cc mentor memorygel breast implants, suffered left breast implant rupture, post-procedure. The rupture was diagnosed via physical examination and mammography. As a result, the patient underwent bilateral removal and replacement with mentor gel implants on (B)(6) 2021.